Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the device activity logs indicated that the electrode pads were not attached to the device. The device entered rtc beep mode. This is not an indication of a device malfunction. The device will enter the rtc beep mode when it is not detecting the electrode pads attached. To clear this mode, the user would need to attach the electrode pads properly and perform the self test. The device was not being stored in accordance with zoll recommendations to ensure the device is clinically ready, the electrode pads must be attached at all times. The device was tested by bench handling, power cycling, and on/off current testing with test pads installed and passed. This claim has been closed as device meets specification. The device was recertified and returned to the customer. No trend is associated with reports of this type.